Event description:
Ood afternoon and happy friday, today I had the experience of using the staples for an ankle fusion, here are my thoughts. We used a 30 mm staple for the tib/taylor joint. We drilled and placed the screw, very excited that everything was complete. Once we placed the staple the surgeon could not remove the handle, it appears the staple tines were not being pushed apart enough to release the staple. I really like the product and product presentation, unfortunately the delivery needs to be improved. Probably works very well in hard bone but not so much in less dense bone.a formal complaint was received on (B)(6) 2023 and the following information was provided. There was surgical delay; therefore, although not stated the time of delay the complaint will change to reportable. Additionally the complaint reports the following: the 30mm is not being returned as it was implanted even though the handle did not release. The 15 mm did not work and is being returned.

Manufacturer narrative:
Lot met specifications. No problem detected on device.the investigation demonstrated the device returned functioned appropriately as the issue reported could not be replicated. Based on the radiographic imaging provided, it appears one of the staple legs was placed along a fracture site. This could have potentially led to an unstable implantation. One of the warnings and potential risks detailed in the IFU (lbl-zb202301) is "reduction of the site should be achieved and maintained prior to implanting the device. The compressive force of the staple closing should not be relied upon to achieve closure or reduction of a fracture line". If placed along a fracture site, reduction during insertion and deployment is challenging/impossible as one of the legs is running along unstable bone. As such, the investigation conclusion is "known inherent risk of device". It is also noted that surgeon training on deploying the implant prior to the procedure using demo kits provided to zimmer biomet could reduce the risk of user error and/or using in potential risk surgical situations.

Manufacturer narrative:
Lot met specifications. No problem detected on device.

Event description:
Ood afternoon and happy friday, today I had the experience of using the staples for an ankle fusion, here are my thoughts. We used a 30 mm staple for the tib/taylor joint. We drilled and placed the screw, very excited that everything was complete. Once we placed the staple the surgeon could not remove the handle, it appears the staple tines were not being pushed apart enough to release the staple. I really like the product and product presentation, unfortunately the delivery needs to be improved. Probably works very well in hard bone but not so much in less dense bone.a formal complaint was received on 4/6/2023 and the following information was provided. There was surgical delay; therefore, although not stated the time of delay the complaint will change to reportable. Additionally the complaint reports the following: the 30mm is not being returned as it was implanted even though the handle did not release. The 15 mm did not work and is being returned.